Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the silicone segment ballooned in the middle while the nurse was pushing dextrose through the lower port on a gravity infusion. There was no report of patient harm.

Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. The set was visually inspected and it was observed that the silicone segment tubing had a bulge and was weakened in the segment¿s middle portion below the upper fitment. Functional testing via gravity and pump infusions were completed with no issues noted. Pressure testing via IV push resulted in no ballooning. The root cause of the ballooning silicone segment was not identified.